Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user facility not conducting or completing reprocessing prior to the device being returned to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found during incoming inspection, a leakage was found in scope cover (s-cover) and switch (sw) box, the distal end insulation test had failed. Additional non-reportable malfunction were found during device evaluation are as follows: due to a crack on s-cover and deformation of switch box the water tightness was lost, the flexibility adjustment ring had a scratch, air/water (aw) cylinder, suction cylinder (s-cylinder) had no color, right/left (r/l) knob and up/down (u/d) knob had discoloration, the electrical contact of endoscope connector had a scratch, label on scope connector (s-connector) was damaged, due to burn on plastic distal end (c-cover) the insulation resistance value at distal end did not meet the standard value, because the adhesives around objective lens was chipped the water droplets left around objective lens are shown in the image, due to damage on objective lens a foggy image occurred, objective lens, light guide (lg) lens had a crack had a crack, lg lens had a chip, the connecting tube had a buckling, and the universal cord had coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube (j-tube) had foreign objects. There was no patient involvement.